Manufacturer narrative:
A siemens technical applications specialist was at the customer site. An internal error message was displayed in front of each test, however, no message was displayed in the event log. The instrument was rebooted, after which the system was up and running. Siemens is investigating this issue.

Event description:
The advia centaur xpt software crashed when scheduling a specific primary pack for a quality control order. All samples that were in process were lost, causing a one hour delay. There are no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The initial MDR 2432235-2016-00461 was filed on august 5th, 2016. Additional information (12/20/2016): siemens investigated the software crash reported by the customer. The software crash reported is a user interface crash, and the software auto-recovers. The customer logs indicate that the workstation computer had been manually restarted by the customer during test/result processing. This restart operation is not recommended by siemens and is the cause of loss of in process test results. The instrument is performing according to specifications. No further evaluation of the device is required.